Event description:
The patient was transferred from the emergency room (ER) to the coronary care unit (ccu). Prior to the transfer no problems had occurred with the ventilator. The ventilator started alarming continuously with a message about the backup power an hour after transport. We were unable to silence the alarm after the respiratory therapist (rt) and rn checked alternating current (ac) connections. The rt decided to remove the patient from the ventilator and bag the patient. The ventilator was rebooted twice and a few seconds after restarting it a second time the ventilator displayed powering off. The ventilator no longer turned on. Biomed was called for inspection of the unit and found that the ac power cord holder had come out of its slot and the power cord was loose. The ac power cord holder screws into the unit on one end and on the other end it slides into a slot in the cart. The manufacturer was contacted, but still waiting for a response.